Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The caller reported that the infusion set cannula was bent and caused the customer's blood glucose level to go over 600 mg/dl. The customer treated his blood glucose level with an infusion set change and manual injection. Troubleshooting was declined. The device was not returned.